Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a cystoprostatectomy, the device knife would not retract and the jaws could not be re-opened while applied to tissue. The surgeon removed the device by resecting the tissue directly adjacent to the jaws. There was no patient injury.